Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that an oral-b power oral care refill precision clean from a new pack was broken; it became looser and looser and while brushing, it came off completely. No symptoms were reported. The consumer had previously used this version of brush head. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that an oral-b power oral care refill precision clean from a new pack was broken; it became looser and looser and while brushing, it came off completely. No symptoms were reported. The consumer had previously used this version of brush head. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
(B)(6) 2018 product investigation results: reporter returned toothbrush head on (B)(6) 2018. Toothbrush head confirmed to be counterfeit.